Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary pericardial effusion/ hypotension: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position : the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in a 78-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage d. The patient had a known history of coronary artery disease. Following impella implantation, a pericardial effusion was noted. During attempts to advance the repositioning sheath after peel-away sheath removal, it was observed that the impella cp had advanced into the left ventricle, and the pigtail may have entered the left atrium. The impella cp was withdrawn to an appropriate position, after which hypotension was noted. A portable echocardiogram was performed to further evaluate the pericardial effusion. A pericardiocentesis was performed, and a pericardial drain was placed. The patient was planned for transfer to york for surgical evaluation, with the impella cp remaining in place and functioning appropriately at the time of transfer. No further systemic anticoagulation was administered, and protamine was given.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. B5: added updated clinical rationale.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 78-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage d. The patient had a known history of coronary artery disease. Following impella implantation, a pericardial effusion was noted. During attempts to advance the repositioning sheath after peel-away sheath removal, it was observed that the impella cp had advanced into the left ventricle, and the pigtail may have entered the left atrium. The impella cp was withdrawn to an appropriate position, after which hypotension was noted. A portable echocardiogram was performed to further evaluate the pericardial effusion. A pericardiocentesis was performed, and a pericardial drain was placed. The patient was planned for transfer to york for surgical evaluation, with the impella cp remaining in place and functioning appropriately at the time of transfer. No further systemic anticoagulation was administered, and protamine was given.